Manufacturer narrative:
(B)(6). Actual reporter information is not known. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. This device is available for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
During a coronary diagnostic procedure and before use on patient, it was detected that the tray and catheter were found to be contaminated with blood in the unopened package. Procedure was finished successfully with same like device.

Manufacturer narrative:
Reporter¿s information is dr. (B)(6). The date the device was received was revised to 2/18/2015. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
During a coronary diagnostic procedure, an infiniti diagnostic catheter was noted to be contaminated with blood in the unopened package. No patient injury occurred. The procedure was finished successfully with a same like device. Attempts to gather additional information were unsuccessful. One non sterile infiniti jr 4 diagnostic catheter 100cm was received inside its original pouch but open. Stains were observed in the mounting card and the body shaft near the hub. No damages were noted on the device. During microscopic analysis, one stain was observed on the body shaft. However, it was measured with the pocket and it was found within specification. The unit was sent to ftir analysis in order to analyze the stains found. Based on the analysis, it can be concluded that the unknown brown stains on the mounting card and body shaft samples are not composed of blood. According to the analytical lab, because of the absorption characteristics of the materials, it was not possible to do additional testing to try to determine what the substance was. Review of lot 17099690 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The event reported ¿packaging/pouch/box - foreign material-in sterile package¿ by the customer was confirmed due to the condition that the mounting card and the body shaft were received. The exact cause of the event could not be determined during analysis. Controls are in place to verify any concerns with the packaging and products throughout the manufacturing process. Neither the DHR review nor the product analysis suggests that the event experienced by the customer could be related to the manufacturing process; therefore, no corrective or preventive action will be taken.

Manufacturer narrative:
One non sterile cath f4 inf jr 4 100cm was received inside in its original pouch but open. Stains were observed in the mounting card and the body shaft near to hub. No damages were noted in the device. During microscopic analysis one stain was observed on the body shaft; however, it was measure with pocket and it was found within specification according to ppe 7500895. The unit was sent to ftir analysis in order to analyze the stains found; based on the analysis, it can be concluded that the unknown brown stains on mounting card and body shaft samples with part no. 538421 and lot: 17099690 are not composed of blood. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. The failure reported ¿packaging/pouch/box - foreign material-in sterile package¿ by the customer was confirmed due to the condition that was received the mounting card and the body shaft. The exact cause of the failure could not be conclusively determined; however controls are in placed at the processes to detect this kind of issue; ppe 7500895 rev. 96 (100% inspection). Therefore, no actions will be taken. Additional information is pending and will be submitted within 30 days upon receipt.